Manufacturer narrative:
This product is not sold in the USA, but it is similar to a product which is sold in the USA. The returned device was visually inspected. Our records indicate that this is the only complaint of this nature received for the given lot number. There are three connectors which are inserted into tubes. Two of which are on the dry line tube which have caused stretch marks on the tubing at the insertion point. The depth of the connector insertion of all three is within the required specification, this is an automated process. Circuits are pressure tested prior to packaging and rejected if they fail the test. Conclusions - the device was out of specification. The circuit should have been rejected by the process operator. This has been brought to the attention of circuit line production managers and manufacturing team members. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 0.0024%.

Event description:
A hospital reported that an infant breathing circuit had visible stretch marks on the circuit where it joined the connectors. No patient consequence was reported.